Manufacturer narrative:
The event occurred on an unspecified date, early january. Initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life pd transfer sets leaked from an unspecified location. This occurred during use of peritoneal dialysis (pd) therapy. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.